Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a routine follow up exam, far r-wave oversensing was observed. The physician elected to not make the recommended programming changes. The patient was fine.